Event description:
A 18g x 1 bd precisionglide needles (4) were broken at the hub upon opening from sterile packaging. Dates of use: (B)(6) 2017. Is the product compounded: no. Is the product over-the-counter: no. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: no.